Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). The customer stated that during procedure, the protege everflex was pre-deployed before it was inserted into the sheath. Surgery time was extended by 30 mins or more. No injury reported. Investigation of the returned device on (B)(6), 2014 blood residue on the inside of the deployment system and the distal tip and marker band were not present. The location of the marker band and distal tip are not known.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.